Event description:
It was reported that during preparation of a multi-link ultra stent for use in the right coronary artery, the stent slid off the balloon onto the table. The device was not used in the patient. Another abbott device was used to complete the procedure without incident. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned ultra stent delivery system (sds) found blood visible in the guide wire lumen and on the distal shaft, consistent with handling and the sds advanced over a guide wire. The stent implant was returned dislodged from the sds, confirming the reported information. There was no damage noted to the stent implant. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was a bend in the hypotube 61cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the bend may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The stent outer diameter dimension was outside of the accepted manufacturing specification, however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification, this over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. In this case, it is possible that during preparation, positive pressure was applied to the sds as evident by the loosely folded balloon, slightly expanding the stent and further handling would have contributed to the stent ultimately dislodging from the balloon; however this could not be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for stent dislodgement for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported stent dislodgment could not be determined.